Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that surgeon did 3 smart toe implants on toes #2, #3, #4 and upon office visit after the surgery, the patient had swelling and pain in the #4 toe. Surgeon took an x-ray which showed implant was broken on toe #4 and stated patient needs to be revised. Surgeon has not revised the patient yet.